Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection revealed a weakened area near the top of the silicone pump segment, consistent with ballooning effects. Functional testing was performed; no ballooning occurred. The set was then pressure tested and the observed bulge segment started to balloon at 13 psi. The root cause of the balloon in the silicone segment could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was infusing and started alarming; the unspecified alarm message was not one they had seen before. When the user opened the module door the tubing was found with a "bubble" in the pump segment. There is no report of patient harm or medical intervention.